Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation was limited due to the unavailability of sample material, calibration data, quality control recovery data, preanalytical information, and alarm trace data. Instrument checks and adjustments were performed, including gear pump adjustments and verification of reagent probe, sipper, and pre-sipper settings. All instrument checks, including reagent pipetting and mechanism checks, passed successfully. The customer was able to run the instrument without further issues following these evaluations. A definitive root cause for the reported borderline results could not be determined based on the available information.

Event description:
The initial reporter alleged borderline results with the anti-hbc g2 elecsys e2g 300 v2 assay on the cobas e 801 module. Initial testing of sample sid (B)(6) was performed on (B)(6) 2024 using the cobas e 801 module with reagent lot 71807001, yielding results of 0.98, 0.99, and 0.97 coi (cutoff index). Subsequent testing was conducted on (B)(6) 2024 using a cobas e 602 module with reagent lot 73015201. Further testing was performed at another laboratory on (B)(6) 2024 or (B)(6) 2024 using a cobas e 801 module, yielding results of 1.08, 1.08, and 1.06 coi. The customer was unable to provide the analyzer serial number or the name of the account for the external laboratory. The customer reported that no sample material remained for further testing.